Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; overheating was duplicated. Further investigation revealed corrosion of the motor and the bearings and other component parts. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A striker micro sagittal saw was sent in for repair for running continuously after a procedure. There was no patient involvement and no adverse consequence was associated with the event.